Manufacturer narrative:
Expiry and manufacture information could not be determined with information provided.

Event description:
Information was received indicating that seven days following placement of a smiths medical portex® endotracheal tube an air leak was noted. There was no reported adverse effects.

Manufacturer narrative:
Expiry and manufacture information could not be determined with information provided. (B)(4).

Event description:
Information was received indicating that air escape was noted to a 9.0 smiths medical portex® endotracheal tube. Subsequently, the endotracheal tube (ett) was replaced. There was no reported adverse patient effects.